Manufacturer narrative:
Has been corrected to indicate that the product is not a single use product.

Manufacturer narrative:
An investigation was performed and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.the customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay.a customer from (B)(6) alleged discrepant results with a single patient who had been diagnosed with meningoencephalitis without any other virus found. The patient was tested with sars cov-2 assay that generated a positive result. On (B)(6) 2021 the first patient sample was collected and tested using the cobas sars cov-2 assay and analyzed on the cobas 6800/8800 systems that generated a positive result. When repeat testing of the patient sample was done with a non-roche test and a negative result was generated, it is unknown if a recollected sample or same sample was used for the repeat testing. There is also an unknown time difference between the initial and second collection of the sample.patient sample was cerebrospinal fluid collected from the patient. Cerebrospinal fluid is not considered a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline.the results were reported to the patient or medical personnel treating the patient.